Manufacturer narrative:
We were unable to search the device history record as no lot number was provided. Sample evaluation showed the cuff was completely removed from the et tube with no indication of damage to either the cuff or the et tube. The presence of adhesive could not be confirmed on the surfaces where the cuff attaches to the et tube. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating nursing noticed a leak in the et tube cuff and notified respiratory therapy that more air was needed in the cuff. Air was added and the problem seemed to be fixed. Another leak was noticed and the patient was in distress. Suctioning of the patient was performed at this time and the cuff of the et tube was suctioned out of the patient. The patient was reintubated. The patient was not injured. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).